Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The root cause of your experience remains unknown. Previous tests have shown breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." And "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Event description:
Lap chole: "event described by surgical assistant in the case as "the doctor was pulling the gallbladder out and the bottom of the pouch ruptured."